Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was dropped often. Blood glucose level at the time of the incident was 111 mg/dl. The customer stated that she had a new insulin pump wo use, and did not need a replacement. The insulin pump was not returned for analysis.